Event description:
It was reported that the surgeon was broaching the femoral canal with the broach attached to the broach handle. During this process, the surgeon was extracting the trial broach and hammering the threaded handle adaptor when the broach handle broke. The broach handle was deemed unusable. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d9; g3; h2; h3.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 visual examination of the returned product identified the broach handle is dinged and scratched on all sides. The t-handle has fractured through the threaded portion. The fractured portion of the t-handle remains assembled with the broach handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.